Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was completely detached from the pump. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.